Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(6) MDR - it was reported that a perforation of the right ventricle was noted about 5 months after the implantation. A revision was performed. It was intended to reposition the lead, but it was unsuccessful due to tissue stuck to the lead and a problem with retracting the fixation helix. Finally, the lead was explanted and a new one implanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection demonstrated a deformed fixation helix which was completely covered by tissue which might have contributed to the issues mentioned in the complaint description. Damaging the fixation helix requires the presence of mechanical stress. It is reasonable to assume that tensile forces applied during the surgery should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.